Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: a review of the black box verified a loss of prime event with a low non-zero force. The investigation testing was unable to duplicate the alleged loss of prime event during basal duration testing. The force sensor calibration test confirmed the force sensor was within specifications. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal along the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.